Event description:
It was reported the gastrointestinal videoscope having issues with specking in the channel and with the cartridge. The issue occurred during a therapeutic upper gi endoscopical and radiofrequency abolation. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Update: d8, d10, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed the reported specking in the channel issue and determined the root cause of the issue to be clogging of the nozzle, resulting in the water removal ability not meeting standard value. No foreign material was observed. The root cause of the observed clogging issue could not be determined. The reported cartridge issue was not confirmed. Olympus will continue to monitor field performance for this device.